Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that during the treatment of a postpartum hemorrhage, a bakri tamponade balloon catheter was placed and later found to be leaking. The catheter was then removed by hand and another bakri tamponade balloon catheter was placed to complete the procedure. It was reported that the patient did not experience any adverse effects due to this occurrence. Additional information has been requested.

Manufacturer narrative:
H6: method code: communication/interviews. Investigation ¿ evaluation. A distributor informed cook on 10apr2020 of an incident on (B)(6) 2020 involving a cook bakri postpartum balloon (j-sos-100500). As reported, the complaint device was discovered to leak during treatment of postpartum hemorrhage. The device was removed by hand, and the procedure was successfully completed using another device. No related adverse events were reported. A visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, the device history record, instructions for use, specifications, and quality control data. The customer returned one opened package containing a bakri postpartum balloon catheter for investigation. Visual examination confirmed the catheter was returned in used condition. A stopcock and syringe are attached to the inflation line. Blood and bodily fluid is noted inside the catheter and balloon. A functional test was performed on the open device by inflating the balloon with tap water. A leak was confirmed near the center of the balloon. Under magnification grasper marks are visible on the balloon material next to a puncture mark. The balloon was likely damaged during use causing it to leak. A review of the device history record revealed no non-conformances related to the reported failure. A review of complaint records for the reported lot revealed no other complaints. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. In response to this incident, cook completed a review of the product dmr. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Instructions for use (IFU) for this device warns the maximum inflation is 500ml. Do not overinflate the balloon. Balloon should be inflated with sterile liquid. Balloon should never be inflated with air, carbon dioxide or any gas. The IFU also precautions to avoid excessive force when inserting the balloon into the uterus. Conclusion: most probable cause is use related. Although evidence suggests the complaint device was punctured by tools during use, the customer has stated that the device was not handled by any metal tools. Cook could not determine a definitive cause of this event from the available information. The risk analysis for this failure mode was reviewed and additional escalation was not recommend. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional details provided by the customer 06may2020: the hospital did not accurately measure the quantity of blood lost prior to and after placement of the device. The device was placed trans-vaginally and was not handled by any metal tools. The patient was not known to be covid-19 positive.